Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's battery was replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A root cause could not be determined.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy during a cardiac arrest. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no adverse consequences to the patient as a result of the reported event.

Event description:
The customer contacted stryker to report that that their device did not provide defibrillation energy during a cardiac arrest. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).